Event description:
Add'l info received from used facility. The pt returned to surgery for an add'l procedure to remove the tip. Tip was successfully removed and the pt was sent home following surgery.